Event description:
As reported in (B)(4); a (B)(6) man who had received cervical spine (c3-c4) surgery 4 months previously was scheduled for elective hemithyroidectomy. The aic was loaded over the fiberoptic bronchoscope and then passed through the clma into the trachea. After confirmation of tracheal placement with fiberscope, the fiberscope and lma were removed, leaving the aic at the 34 cm mark at the mouth angle. A 7.5mm parker endotracheal tube was then introduced over the aic. Unfortunately, the aic broke at the level of the mouth angle and was left in the trachea. The pt regained spontaneous breathing at this time and 3.0 l/min of oxygen was administrated by nasal cannula. An attempt was made to extract the aic by endoscope, but failed due to the slippery surface of the sheared aic. Ventilation was maintained again by clma. A surgical airway (tracheostomy) was established to remove the aic. Following removal, retrograde insertion of a 16fr nasogastric tube was performed through the orifice of the tracheostomy to the oral cavity. The nasogastric tube served as an introducer and guided the ett into the trachea. The operation progressed smoothly and the pt was dismissed uneventfully. Application of aic in tracheal intubation via clma is feasible but we should be cautious about the fragility of the materials. Breakage of a reusable bougie has been reported (6), and our aic had been used once before. No further details of pt outcome provided.

Manufacturer narrative:
(B)(4). Event: still under investigation.